Manufacturer narrative:
(B)(4). Phaco handpiece, s/n (B)(4), has not been returned for eval to date. This report mailed to FDA on: (B)(6) 2004. (B)(4).

Event description:
Reporter initially noted phaco burn occurred during cataract extraction. Felt the phaco probe overheated, possibly due to a problem with irrigation or aspiration. Add'l info received on (B)(4) 2004: sutured wound to close. Pt reported as recovering.